Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse) chronic') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2010) and obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal area pain"), back pain ("lower back pain") and pelvic pain ("pelvic region pain"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti/infection (bladder/urinary tract/vaginal): uti"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)/clotting") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain/weight gain/loss: gain"). In (B)(6) 2010, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced anxiety ("anxiety/neurological or conditions type: anxiety"), feeling abnormal ("brain fog/neurogical condoition or problems: brain fog"), mood swings ("mood swings/neurogical condition or problems: mood swings") and depression ("depression/psych injury/neurogical or problems/condition"). In (B)(6) 2016, the patient experienced migraine ("migraine/migraine /headache"). On an unknown date, the patient experienced cystitis ("bladder infection") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, menorrhagia, weight increased, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain and pelvic pain had resolved and the anxiety, urinary tract infection, cystitis, migraine, headache, feeling abnormal, mood swings and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion was reported as (B)(6) -2019 was mentioned in current pfs which is later than essure removal date, previously mentioned as 2010. Patient recived treatment for menorrhagia (heavy menstrual bleeding), anxiety, depression, utl, bladder infection, brain fog and mood swings. Current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. Events per pfs: vaginal bleeding, dysmenorrhea, abdominal pain, back pain, pelvic pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse) chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("anxiety"), urinary tract infection ("uti"), cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches"), feeling abnormal ("brain fog"), mood swings ("mood swings") and depression ("depression/psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, menorrhagia, anxiety, urinary tract infection, cystitis, weight increased, migraine, headache, feeling abnormal, mood swings and depression outcome was unknown. The reporter considered anxiety, cystitis, depression, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion was reported as (B)(6) 2019 was mentioned in current pfs which is later than essure removal date, previously mentioned as 2010. Patient received treatment for menorrhagia (heavy menstrual bleeding), anxiety, depression, utl, bladder infection, brain fog and mood swings. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was update to dyspareunia (painful sexual intercourse ), menorrhagia (heavy menstrual bleeding), anxiety, depression, uti, bladder infection, weight gain, migraine, headaches, brain fog, depression and mood swings. Reporter information was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.